Event description:
Customer reported via phone call to not be able to fill reservoir which was resolved by resetting pump. Customer's blood glucose was unknown. Customer also reports of receiving a no delivery alarm while sleeping but was able to resolve by straightening cannula. Customer states that no delivery may have been cause by sleeping position. Customer will monitor situation and call when needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.